Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that they had to stop an MRI on the day of the report due to the patient feeling tingling in their left leg. This was not a normal symptoms for the patient. The MRI guidelines had been followed. The patient was implanted for radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.